Manufacturer narrative:
Based on the initial escalation analysis, the sensor took longer than usual to stabilize after insertion and triggered a sensor replacement alert due to the performance deviation at day 21 after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house, but the failure mode could not be reproduced during the return product analysis testing. Hence, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself is in the body is not reproduced in the lab. The potential root cause may be due to lack of hydration after insertion. As part of resolution, an RMA was issued for sensor replacement. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.